Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had placed a 5.5 pump for support of a patient admitted in cardiogenic shock with care escalated from an intra-aortic balloon pump. The pump had saturated flows on day 4 but, the pump remained on for support while awaiting team decisions. The patient survived the event after an eventual wean and explant.

Event description:
The complainant also reported that, weeks later, the long-term outcome and quality indicator (loqi) database indicated the pump had experienced optical signal issues, which caused no harm or injury. Subsequently, the loqi also reported an instance of hemolysis with a 'probable' relationship to the 5.5 pump. The patient¿s laboratory results were indicative of hemolysis, and eight units of red blood cells were administered. Additionally, the loqi database reported acute liver injury, thrombocytopenia, cardiogenic shock, and thrombus.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the saturated flow was most likely biomaterial as evidenced by the saturated flows immediately following motor current spike observed in the logs. The data logs show stable 5s parameters with periods of lower signal-to-noise ratio (snr) readings. Returned product had 5s parameters within the expected range with passed laser continuity test. The cause of the optical signal issue was not determined as returned product functioned to specification and limited clinical information was provided on suspected optical issue. The root cause of the hemolysis was damage to the impeller, but the cause of the scratches on the blades is unknown due to insufficient clinical details. The cause of the vascular damage - peripheral vessel was not determined as limited information was provided. Thrombocytopenia was added as a failure mode because it was later reported through loqi. There were no clinical details related to the thrombocytopenia. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The root cause of the issue was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 required intervention to prevent permanent impairment/damage updated. B5 updated to include placement signal and loqi issue descriptions. H1 updated to serious injury. H3 updated. H6 updated to include loqi failure modes added. Corrections that were made from the initial manufacturer device report number 1220648-2024-18598. D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.